Manufacturer narrative:
Brand name: device is suspected to be a cook manufactured device main body graft. Initial reporter name and address: postal code: (B)(6). Initial reporter occupation: vascular surgeon. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook received notification that a computed tomography angiography (cta) scan identified a type 1a endoleak on an unknown cook endovascular aortic repair (evar) graft. The physician is currently undecided if a reintervention procedure will be completed until the patient has been seen, in order to determine if the patient is well enough to either explant the graft or complete a fenestrated cuff repair. No adverse effects to the patient were reported due to this occurrence. Additional information regarding identification of the graft, date of implant, reintervention date and details, and patient outcome have been requested but are unknown at the time of this report.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: following expert image review of the complaint device, it was confirmed on 25oct2022 that the identity of the graft was a zimb-32-108. As this device is not manufactured by cook inc, no additional supplemental reports regarding this event will be submitted by cook inc. Additionally, this device is not marketed in the us and there is not a similar device manufactured by cook inc that is marketed in the us. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.